Event description:
It was reported that, during a tka procedure, when attaching the bur to the real intelligence robotic drill, the 60 seconds count down didn't appear. Then, an error message was displayed in the real intelligence cori and the system backed to start screen. The procedure was completed, with a delay of fewer than 30 minutes, using a s&n back up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, (B)(4), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test and case both passed without error. The console operated as intended. Upon review of the provided logfiles and screenshots, a communication failure error was confirmed. It was found that there was an unrecoverable error on lines 833, 1270, 1707, and 2144, showing an indexing failure of the drill's exposure motor. "Toolcontroller tool exception caught: gettoolready / assertcontrollerfault -- error message: exposure_motor_indexing_failure [0x40000]". A possible cause of the system fault communication failure error and subsequent internal error could be a result of the drill¿s inability to move the carriage to the location that engages with the long attachment which allows for proper insertion of the bur. The long attachment will get stuck on the drill if the carriage is not in the correct position that allows the lock ring to rotate and unlock the long attachment. The most likely cause of this event is an obstruction within the long attachment, or an issue with the drill¿s exposure motor that can¿t move the carriage to the correct location. ¿a review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill connection failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test and case both passed without error. The console operated as intended. Upon review of the provided logfiles and screenshots, a communication failure error was confirmed. It was found that there was an unrecoverable error on lines 833, 1270, 1707, and 2144, showing an indexing failure of the drill's exposure motor. "Toolcontroller tool exception caught: gettoolready / assertcontrollerfault -- error message: exposure_motor_indexing_failure [0x40000]". A possible cause of the system fault communication failure error and subsequent internal error could be a result of the drill¿s inability to move the carriage to the location that engages with the long attachment which allows for proper insertion of the bur. The long attachment will get stuck on the drill if the carriage is not in the correct position that allows the lock ring to rotate and unlock the long attachment. The most likely cause of this event is an obstruction within the long attachment, or an issue with the drill¿s exposure motor that can¿t move the carriage to the correct location. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.